Event description:
A patient contacted the lifeline help desk in order to obtain additional information on visits to the hospital following the implantation of an integrity bare metal stent. The patient reported that the stent was 'clogged' and that this necessitated follow-up visits to the hospital. The patient was advised to request that the physician obtained the medical records.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (coronary artery occlusion). Unknown (insufficient information). No results available since no evaluation was performed. Conclusion: known inherent risk of procedure (coronary artery occlusion). Unknown (insufficient information). Unable to confirm complaint. (B)(4).

Manufacturer narrative:
(B)(4)